Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer complained about hard fault 319. The customer sent photos from the error logs to the intuitive surgical, inc. (Isi) field service engineer (fse) and the error was pointing to an issue with the endoscope controller (ec). The customer performed tests on the power cords, reseated all the cables and performed an emergency power off (epo) but the error persisted. According to the isi clinical sales representative (csr), the problem started when the customer connected the endoscope after the first insertion, the patient was anesthetized. To continue the procedure, customer swapped to another da vinci si system. The procedure was converted to another da vinci surgical system with no reported injury. Isi followed up with the site and obtained the following additional information: there was only one veress needle in the patient at the time of the event. The system functionality was checked upon powering on the system. The system initially powered on without errors. The non-recoverable error was presented when attaching the camera/optics to the system. After restarting the system, the same error appeared immediately upon initialization.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The endoscope controller (ec) has been returned and evaluated by the failure analysis team. The unit was tested on the printed circuit assembly (pca) system and error 319 showed powering on the system. The entire ec was not visible on the nodes. When opening the unit, it was found that the small form-factor pluggable (sfp) adapter was not fully seated. After reconnecting the sfp adapter, the node was recognized on the system.

Event description:
Refer to h10/h11 for follow-up information.